Event description:
Complainant alleged that the medics were treating a pt, who was presenting a ventricular fibrillation heart rhythm. Using the device paddles, the medics delivered to the pt a first shock at 200 joules, a second shock at 200 joules and a third shock at 360 joules. The medics then attempted to defibrillate the pt a fourth time, at 360 joules, but the device failed to deliver the energy. The medics then pressed the shock button on the defibrillator, and successfully discharged the device. The medics then delivered two more shocks to the pt at 360 joules, using the shock button on the defibrillator. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.